Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot#: va1q1ss, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 22-mar-2022, UDI#: (B)(4). Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had been having trouble with their right leg. The right leg was numb and when they walked, they could not feel their leg. When they would lie down at nighttime, they ached and it felt like the wires were shocking them. They turned stimulation off and the shocking and numbness stopped. They turned stimulation on and the numbness and shocking returned. They tried different programs, but it was the same on all programs. They had not had any falls, trauma, nor change in activity. The patient also mentioned their body was filling with fluid. They contacted their healthcare provider and were told to call the manufacturer. They were redirected to their healthcare provider to further address the issue and to have the device checked.